Manufacturer narrative:
Photo analysis it is not possible to determine the lot number and catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe. Granuloma: unable to observe. Double capsule: unable to observe. Capsular contracture: unable to observe. Correction to d9- device photos received in lieu of device return. Additional, changed, and/or corrected data: d9, h.6.

Event description:
Healthcare professional reported implant rupture, seroma, double capsule and capsular contracture, baker grade iii, diagnosed via ultrasound and mammography. Pathology report identified "giant cell reaction to foreign body (silicone)". The device has been explanted. This relates to an unknown side.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, seroma and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, granuloma and capsular contracture, baker grade iii.

Event description:
Physician reported implant rupture, seroma, double capsule and capsular contracture, baker grade iii. Pathology report identified "giant cell reaction to foreign body (silicone)". The device has been explanted. This relates to an unknown side.